Event description:
Healthcare professional reported "right device exchange due to a rupture. " the device has been explanted.

Manufacturer narrative:
Continued state/province e1: on. Continued postal code e1: (B)(6) . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid blood/ leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "right device exchange due to a rupture. " the device has been explanted.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "right device exchange due to a rupture. " the device has been explanted.